Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the pacing lead exhibited high thresholds and unstable sensing. The lead was repositioned and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.